Event description:
A report was received indicating that the patient suffered damage to the posterior tibial nerve. The patient underwent a liposonix treatment in the inner and lateral thigh: 6 sites for inner area and 2 sites for lateral area at 60jx3 passes. Prior to the treatment, the pinch test confirmed appropriate fat thickness and fat layers. The patient was under sedation during the treatment and right after the treatment, the patient felt numbness and weakness of motion on the left leg especially on sole. The patient was given steroids immediately and a visit to the university hospital for further tests confirmed that there was nerve damage and swelling of the nerve. At this time the patient feels uncomfortable to walk but feels recovered.

Manufacturer narrative:
A review of the log file found rtc 00116d showed a shift of -0.65db downward failing tsf testing. According to the records supplied, there was no documented device malfunction. This was a serious event that occurred after an off-label liposonix treatment in the thigh region. Despite statement regarding tissue thickness determinations by pinch technique, there apparently was inadequate subcutaneous adipose tissue to protect the posterior tibial nerve from being injured with the hifu. This adverse event relates to operator error with regards to treating an area where there are known motor/sensory nerve trunks located. This was compounded by sedation which deprived the patient to be able to respond to the procedural discomfort. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
The investigation results are still pending. A follow-up report will be submitted upon completion of the investigation.